Event description:
During a posterior lumbar fusion for t11 - l3, the surgeon had difficulty securing the pangea locking cap and screw on l3 on the right hand side. An explant was performed to replace the locking cap and screw on the left hand side because x-rays revealed that the rod had shifted on l3.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.